Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin rubberized wall causing collapsed or pinched inflation lumen under the balloon or along shaft. A review of the device labelling has been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloons on the customers foley catheters are hard to inflate and deflate. Customer does not want to use them as they were hesitant because they are working as designed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloons on the customers foley catheters are hard to inflate and deflate. Customer does not want to use them as they were hesitant because they are working as designed.